Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was locked up and had no rotation. Therefore, the reported condition was confirmed. It was determined that this was indicative of a worn out gear box over time. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the compact speed reducer device froze up and no longer worked. During in-house engineering evaluation, it was observed that the device was locked up and had no rotation. There were no delays in the surgical procedure. A spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.